Event description:
Per attached medwatch report: pt developed v-fib during heart cath. Attempts were made to defibrillate the pt at 200 joules. The defibrillator was not charging. Attempts were made to charge the defibrillator again, but the defibrillator would not take the charge. During further discussion with the reporter it was reported that a back up device was obtained and used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.